Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510 (k) # is k053529.

Event description:
The lay user/patient contacted lifescan (lfs) (B)(4) on (B)(6) 2012 alleging that his one touch ultra 2 meter was not powering on. The patient mentioned that since the week before (B)(6) , the meter had not been powering on. The patient replaced the batteries and issue still persisted. Since the meter had stopped working, the patient has been unable to test and due to the alleged issue, the patient developed symptoms of feeling thirsty on (B)(6) 2011. The patient drank a lot due to the symptoms they were feeling. The patient mentioned that prior to the alleged issue, they were admitted in the hospital for other medical conditions. The patient visited the physician the day before contacting lfs and mentioned his symptoms to his physician and the physician did not treat the patient. The patient was not tested on another device. The physician advised him to contact lfs in regards to the meter. The patient is on sliding scale of insulin; however, since the meter had not been working, the patient has been taking a fixed dosage of 20 units in the morning and 40 units in the evening. The alleged issue was not resolved via troubleshooting and the product was replaced. The complaint is being reported since the patient alleged that due to alleged issue, the patient as unable to test, and later developed symptoms suggestive of a serious injury.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a sticky down button and low/dead battery. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.